Event description:
There was an allegation of questionable urea results from the cobas 8000 c702 module. The initial result was 2.1 mmol/l and the repeat result was 27 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer checked various parts of the analyzer and replaced the gear head. He found the plastic clips on the reaction cell rinse nozzle were loose which caused the nozzles to spill and splash randomly. He replaced the springs and clips and no further issues were reported. The investigation determined the service actions resolved the issue.